Manufacturer narrative:
(B)(4). Investigation summary: the analysis results found that the device was received non sterile with the tissue pad detached and not returned but with evidence of body fluids and tissue pad material in the groove section of the clamp arm. The device was connected to a gen11 and the device did activate during functional testing. Due to the device was returned non sterile, the reported event of "packaging device issue" could not be confirmed. The device was disassembled to inspect the internal components and no anomalies were found. Based on the condition of the tissue pad, a probable cause of this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Procedure: gastrectomy. Was surgery delayed due to the reported event? No. Action taken when event occurred? Another device was open. Was procedure successfully completed? Yes. Were fragments generated? No. Patient status/ outcome / consequences no. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc. Revision) required: no. Due to health authority report, there is no sample to be returned.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that the device was opened and it was found a defect, the tip of the tweezers do not have the rubber protection.